Event description:
It was reported that during the implant attempt, when testing the lead for appropriate detection two times, twenty five joules was not sufficient to terminate ventricular fibrillation. The lead was not used and a new double coil right ventricular lead was implanted. The patient is enrolled in the product surveillance registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).